Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that the patient presented setting different than what was intended during an office visit on (B)(6) 2011. The patient was seen one year prior to that, (B)(6) /2010, and the nurse was concerned about the change in settings. The follow-up investigation revealed that a possible interrupted diagnostic test occurred during the patient's previous visit which may have reset the device to system diagnostic settings. It is unknown if a final interrogation was performed, but the unintended settings went unnoticed. There were no reports of any patient adverse events as a result. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2010 - intended settings - output current: 2.25 ma, signal frequency: 30 hz, pulse width: 250 usec, on time: 21 seconds, off time: 1.8 minutes, magnet output current: 2.5ma, pulse width: 250 usec, on time: 60 seconds. On (B)(6) 2011 - settings upon interrogation - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1 ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2011 - adjusted settings - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 1.25 ma, pulse width: 500 usec, on time: 30 seconds.